Event description:
The report states that during a rectum resection, after sealing, the device jaws could not be opened. The surgeon cut the device out of the tissue. There was no bleeding and no other patient injury. Another device was used to complete the procedure.

Manufacturer narrative:
Date of initial report: 10/10/2008. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.